Event description:
Control-iq was reported to not be adjusting insulin delivery as expected. The customer's blood glucose level due to the issue was 46 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and did not require assistance. Although the control-iq was functioning, the customer did not acknowledge it as intended. The weight and correction factor settings were incorrect, and the customer was unsure of the original settings due to changes made to the personal profile. To resolve the issue, the customer was advised to reach out to a healthcare provider to obtain the correct pump settings, which was understood and acknowledged.